Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: separated shaping ribbon. Time of device issue: prior to procedure. Adverse event: none. It was reported that during unpacking of the device, the shapeable tip was noted to be frayed. Device was not used in the anatomy. There was no patient involvement. Although requested, there was no additional information provided. This event is being reported based on the device evaluation which revealed a shaping ribbon separation.